Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also reported that the right ventricular (rv) lead exhibited a rise in thresholds and pacing "failure". The rv lead was determined by the physician to be dislodged. The patient was temporarily paced until the rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.